Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. It was also reported that the pump touch screen was cracked, unreadable, and unresponsive. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.